Event description:
Highly allergic to latex and vinyl gloves, also products. Hands become blistered, cracked, reddened and swollen. Skin has red rash, eyes swollen and also lips. Rptr has asthma. Must use inhalers, also takes epipen. Rptr needs to give self injections.